Event description:
A pump malfunction was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions on how to reset the pump, which resolved the issue, and informed the caller to contact them again if the malfunction recurred. The caller acknowledged and understood these instructions.